Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the handle was partially actuated. During firing, the tacks seated properly, but handle did not retract after firing. The leaf spring was loose on handle. The unit was disassembled, and it was noted the leaf spring was detached and rolled. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, during the first firing, the device was working and then jammed with tacks and the doctor was unable to continue using the device. They replaced the device with a new one to complete the case. There was no patient injury.